Event description:
Patient came for unscheduled follow-up on (B)(6) 2015 due to muscle stimulation. The pacemaker was found operating in standby mode.

Manufacturer narrative:
Please refer to the attached analysis report.